Event description:
Per the clinic, the patient developed an infection, skin breakdown and extrusion. Subsequently, the patient was treated with topical and oral antibiotics (specific date and duration not reported), however, the issue did not resolve and resulting in the decision to explant the device. The device was explanted on (B)(6) 2025. Reimplantation is planned but has not taken place as of the date of this report.

Manufacturer narrative:
Device analysis report.